Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly no longer experiences pain. The patient remains implanted. This is the final report.

Event description:
The patient reportedly experienced pain at the implant site. The doctor prescribed tylenol to treat the pain.